Event description:
It was reported that during a thrombectomy and atherectomy procedure, the tip of the catheter was allegedly found to be broken. It was further reported that after two very small runs, the beveled tip part was allegedly found to be detached inside the patient's body. Reportedly, the detached part was removed by using a snare device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, the helix was broken at 1.5 cm distance from the tip of the catheter. The tube was found damaged at the same position at 1.5cm from the tip of the catheter. It was not possible to specify the root cause further using the information provided by the user. Therefore, the investigation confirmed that the helix was broken. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the tip of the catheter was allegedly found to be broken. It was further reported that after two very small runs, the beveled tip part was allegedly found to be detached inside the patient's body. Reportedly, the detached part was removed by using a snare device. There was no reported patient injury.